Event description:
When performing a laparoscopic hernia repair, it was noticed when the mesh implant was opened, that it appeared to have burn marks on one side. The supplies were replaced and the case continued with out further incidents.====================== health professional's impression======================